Manufacturer narrative:
Additional information: samples from an additional lot were received for investigation. The lot information is as follows: d.4. Medical device lot #: 9066709. D.4. Medical device expiration date: 2/29/2024. H.4. Device manufacture date: 3/28/2019. H.6. Investigation summary: two loose 1ml ll syringes and an opened blister package, confirmed to be from batch #9066709 (p/n 309628), were received. The samples were visually evaluated. The samples were received loose in the shipping box without any bags or protective packaging. One syringe had no visual defects. Its plunger was exercised. The plunger movement was smooth and even with normal expected level of resistance for this product.one syringe appeared to have been used with smudge marks on the barrel and print rubbed off in the mid part of the scale markings. Its plunger was also exercised once. Smooth and even movement with normal expected level of resistance for this product was also observed for this syringe. No manufacturing defects were found in the returned samples. According to the complaint appears to describe the absence of retaining ring in the syringe barrel. This product does not have a retaining ring by design according to its product specification. The design of the product has not changed since october 2008 when the product was first introduced. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number (9066706 and 9066709) that could have contributed to the reported defect.

Event description:
It was reported that a loose plunger was found during use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the plunger moves back with not a lot of resistance, and has no backstop. This results often in a situation that the plungers get out of the housing during use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a loose plunger was found during use with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "the plunger moves back with not a lot of resistance, and has no backstop. This results often in a situation that the plungers get out of the housing during use."